Manufacturer narrative:
(B)(6) did not submit a user facility/importer report to the manufacturer. (B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion factory service rep. The carefusion factory service rep evaluated the device, verified the complaint and determined that the root cause of the failure was a faulty main board. The carefusion factory service rep replaced the main board and ran the device through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion, the device was returned to (B)(6) ready to be placed back into service. A review of the carefusion complaint system for the past 90 days did not find any verified like failures, thus carefusion considers this to be an isolated incident.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a third party service company representative. "[Name removed] called and he said that the alarm on this unit is not working. The led's will light up correctly like it's going to alarm, but no audible alarm at all. He said that there was no patient involvement."